Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of firm tender subcutaneous nodules, swelling, and feverish are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of firm tender subcutaneous nodules, swelling, and feverish as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional patient was injected to the zygomalar arch with 2ml of juvéderm voluma with lidocaine as well as concomitant injection with dysport. Six months later patient was injected to the preauricular area with 2ml of juvéderm voluma with lidocaine as well as concomitant injection with botox. Two days later patient was injected to the marionette lines with 1ml of juvéderm volift with lidocaine. Approximately one month later patient was injected to the preauricular area with 1ml of juvéderm volift with lidocaine as well as concomitant injection with teosyal and botox. Five months later patient developed tenderness and swelling on face that started at right side and is now moving to left side and had multiple firm tender subcutaneous nodules at all juvéderm filler injection sites. Patient was additionally feverish. Eleven days later patient was prescribed acetomycin antibiotics. After another eleven days patient was prescribed clarithromycin and ciprofloxacin. Patient was additionally injected with hyalase into tender nodules over 4 sessions. Symptoms are ongoing. Patient was taking gabapentin, sertraline, hrt, and omeprazole at the time of injection. This is the same event and the same patient reported under MDR ID #3005113652-2016-00859 ((B)(4)). This MDR is being submitted for the second suspect product, the second injection of juvéderm voluma with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional patient was injected to the zygomalar arch with 2ml of juvéderm® voluma¿ with lidocaine as well as concomitant injection with dysport. Six months later patient was injected to the preauricular area with 2ml of juvéderm® voluma¿ with lidocaine as well as concomitant injection with botox®. Two days later patient was injected to the marionette lines with 1ml of juvéderm® volift¿ with lidocaine. Approximately one month later patient was injected to the preauricular area with 1ml of juvéderm® volift¿ with lidocaine as well as concomitant injection with teosyal and botox®. Five months later patient developed tenderness and swelling on face that started at right side and is now moving to left side and had multiple firm tender subcutaneous nodules at all juvéderm® filler injection sites. Patient was additionally feverish. Eleven days later patient was prescribed acetomycin antibiotics. After another eleven days patient was prescribed clarithromycin and ciprofloxacin. Patient was additionally injected with hyalase into tender nodules over 4 sessions. Symptoms are ongoing. Patient was taking gabapentin, sertraline, hrt, and omeprazole at the time of injection. This is the same event and the same patient reported under MDR ID #3005113652-2016-00859 ((B)(4)). This MDR is being submitted for the second suspect product, the second injection of juvéderm® voluma¿ with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
Additional information: date of event, describe event or problem, other relevant history.

Event description:
Additional information provided by healthcare professional: patient's reaction was not related to botox but occurred at the sites of the juvéderm filler injections. Approximately 5 weeks after symptom onset the patient was hospitalized for one night when the patient also started to develop fever symptoms. The hospital specialist attributed the symptoms to the dermal filler injections. Patient did not suffer from symptoms of infection around the time of the injections. The patient's nodules were further described as hot and tender and large enough to cause obvious facial deformity. There was no surrounding erythema. When the patient was initially reviewed by the injecting physician the was no swelling at the teosyal injection site. Patient continues to suffer from firm subcutaneous nodules, which are no longer tender and which continue to shrink in size and soften, which is "presumably consequent to the repeated hyaluronidase injections" which have been administered on 5 subsequent occasions and the courses of ciprofloxacin and clarithromycin.